Event description:
The following has been reported: customer reported: reported/incident date: on (B)(6) 2024; reported on (B)(6) 2024. Office location: (B)(6). Patient harm? No. Reported by: rn. Other notes: normal saline in line. Failure occurred prior to connecting to patient. A preliminary review identified the following issue: set broke (tubing snapped off). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One ivenix administration set was returned for evaluation. The admin set was visually inspected as per the appropriate drawing and it was detected that the drip chamber was detached from the primary line. Traces of solvent were observed at the drip chamber port and primary line. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly, which resulted in the primary line separating from the drip chamber port. Current process controls detection: 1) post-sterilization sampling final inspection. 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Track and trend: a monthly trend is performed to determine the need to initiate an investigation due to an increase in complaints for the corresponding defect category or to determine if corrective actions are needed. The trending for the separated tubing from drip chamber port condition was verified following the applicable procedure. No adverse trend was observed. The batch records were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.